Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) couldn't be interrogated. Telemetry couldn't be established, the programmer was unable to identify the device, and no programming changes could be made. Premature battery depletion was suspected. The patient was hospitalized, and this ICD was replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.